Event description:
After approx. 97 hrs. Of iab balloon therapy, blood was noted in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred as a result of this incident. No further details are available.